Manufacturer narrative:
In boston scientific post market quality assurance laboratory testing, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit, triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator had been explanted for normal battery depletion without allegation and returned to the boston scientific post market quality assurance laboratory for analysis purposes. There were no reported adverse patient